Event description:
It was reported that the patient experienced diaphragmatic and nerve stimulation due to the left ventricular (lv) lead. The lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.